Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with 23mm 3000 aortic valve is being evaluated for valve-in-valve procedure after implant duration of unknown period due to aortic stenosis secondary to structural valve deterioration. Mild aortic regurgitation, and the symptom of dyspnea on effort were also seen.

Event description:
Edwards received information that a patient with a 23mm 3300tfxj aortic valve implanted ten (10) years and two (2) months was evaluated as aortic stenosis secondary to structural valve deterioration and mild calcification. The patient presented with the symptom of dyspnea on effort. The patient underwent valve-in-valve procedure with a 23mm sapien 3 ultra resilia. The patient status was reported as "recovering".

Manufacturer narrative:
H11 corrected data: based on the additional information received, this event is no longer considered reportable.